Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the rep was called for a replacement surgery. In preparing for the replacement, it was discovered that one of the patient¿s two inss was replaced with another manufacturer¿s system and the healthcare provider (hcp) was planning on replacing that system with an ins from this manufacturer. It was indicated that the revision had not occurred but was scheduled. No traumas/falls/activity was related to the issue. Compatibility of components were reviewed and the rep was trying to get more information from the hcp for the reason for the replacement and as to what devices the patient had implanted as our records did not indicate that any product had changed. No symptoms were reported. The event date was asked but was unknown. The rep also clarified that this information hadn¿t been confirmed by the office as far as they knew, this information was relayed to them from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the procedure performed was an ins replacement. They reported the serial number of the ins explanted and the replacement ins. The rep reported that it was unknown what the full circumstances were that led to the replacement. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.